Event description:
Healthcare professional reported " implant shell integrity loss of both implants". The device was explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening linear on posterior and weight to the spec. A visual and microscopic analysis was performed which identified wear abrasion and crease sharp on posterior. Based on the device analysis the final assessment is an opening, creased, sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " implant shell integrity loss of both implants". The device was explanted. This record is for the left side.